Manufacturer narrative:
It was reported by the hospital contact that the physician initially used target coils by stryker (details unknown) for the procedure, but due to interference with filling coil, the loop of finishing coil extracted outside of the target aneurysm. Therefore the physician decided to use the reported enterprise 2 vrd (enc402300/10568265). During the procedure with the enterprise, the physician experienced a strong resistance inside of the reported prowler select plus (606-s255fx/ 17282020). Thus he replaced these products with another enterprise (enc403000, lot unknown) and another psp (6060s255x, lot unknown) for precaution and the procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the microcoils observed in the microcatheter or in the vessel. The complaint products have already been disposed. No further information is available. The procedure was the coil embolization of an unruptured aneurysm at the lt ic-pc assisted by balloon technic and stent technic. The patient was a male of unknown age, dob and weight, whose vessels were not tortuous and not calcified. A chikai14 and a traxcess14, a fubuki (7fr), a headway and a sceptor were used for this procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00039.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00039. (B)(4). Concomitant medical products and therapy dates: target coils by stryker (details unknown); another enterprise (enc403000, lot unknown); another psp (6060s255x, lot unknown); chikai14 and a traxcess14, a fubuki (7fr), a headway and a sceptor - details unknown prowler select plus (606-s255fx/1782020).

Event description:
It was reported by the hospital contact that the physician initially used target coils by stryker (details unknown) for the procedure, but due to interference with filling coil, the loop of finishing coil extracted outside of the target aneurysm. Therefore the physician decided to use the reported enterprise 2 vrd (enc402300/10568265). During the procedure with the enterprise, the physician experienced a strong resistance inside of the reported prowler select plus (606-s255fx/1782020). Thus he replaced these products with another enterprise (enc403000, lot unknown) and another psp (6060s255x, lot unknown) for precaution and the procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the microcoils observed in the microcatheter or in the vessel. The complaint products have already been disposed. No further information is available. The procedure was the coil embolization of an unruptured aneurysm at the lt ic-pc assisted by balloon technic and stent technic. The patient was a male of unknown age, dob and weight, whose vessels were not tortuous and not calcified. A chikai14 and a traxcess14, a fubuki (7fr), a headway and a sceptor were used for this procedure.